Event description:
It was reported that the patient presented for a single-chamber pacemaker implantation procedure. During the procedure, it was observed that the lead failed to engage properly with the pacemaker. During the procedure, the physician noted that the screw was displaced from its original position, and the silicone component was partially detached at one end. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.